Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the type ia endoleak. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be in recovery. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The off label angulation of the infrarenal neck (65 degrees should be less than or equal to 60 degrees) as well as the neck length of 10mm, as measured by the md, (should be equal to or greater than 15mm) likely contributed to the reported event. The final patient status was reported to be in recovery. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with the powerlink abdominal aortic aneurysm stent; bifurcated stent graft with a proximal stent graft. It was reported that a bare metal non - endologix stent (palmaz) was also implanted during the initial procedure. Approximately ten (10) years post initial procedure, a type 1a endoleak was identified. The physician elected to implant an afx vela superarenal stent graft, an afx vela infrarenal stent graft, two (2) a non- endologix (gore) proximal stent grafts and two (2) non- endologix coils (interlock 6mm×20cm) to resolve this event. The patient currently being monitored.